Event description:
The site reported that there were difficulties during navigation. The virtual images did not appear to be aligning correctly compared to the live view. The site believed the accuracy may be off. Therefore, the superdimension portion of the case was canceled with the patient under general anesthesia. It was reported that the site used fluoroscopy to obtain a few samples from the general area they were in. There was no harm or injury to the patient reported.

Manufacturer narrative:
An on-site visit was performed on (B)(4) 2011. An accuracy and functional test of the system were performed and both tests passed. No issues with the system were found, but in an abundance of caution, a component of the system, the pc computer, was replaced as a precaution. Further analysis of the returned component (pc) is pending. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia. No return.

Manufacturer narrative:
The pc that was returned was tested and found to be fully functional and operated within specifications. A copy of the recording from this case was received for analysis. There was a large difference between the CT scan and the actual patient anatomy during the procedure (called CT-to-body divergence) in the right upper lobe (rul). There is evidence in the recordings that suggest the patients pose changed ((twisting/stretching of the chest area) between registration and navigation which might affect registration accuracy. The system performed as designed.